Event description:
Update: clinical report indicates that the patient also had pain.

Event description:
Pt was revised to address loosening and spin-out.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.